Event description:
The pt reportedly experienced sound quality issues, followed by loss of lock with his internal device. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's device will be scheduled.